Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. Our quality engineer reviewed the provided photo and observed a 24 gauge insyte autoguard device with a finger covering the tip of the catheter tubing. The catheter appeared to have been removed from the needle and was connected to an extension set with a drop of water observed at the nose of the yellow catheter adapter. Water was also seen on the tip of the finger that was covering the catheter tip. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke and leaked out medication. The following information was provided by the initial reporter: "catheter broken, medication leakage."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke and leaked out medication. The following information was provided by the initial reporter: "catheter broken, medication leakage".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.